Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. The facility has communicated that the device is not available for evaluation. A verification of failure mode reported in the current manufacturing process was conducted as follows: 20 samples were taken from the current production p/n 544230 hemolok ml clips lot# 73b1800574, the samples were functionally inspected, and during the inspection issue reported "clip broken in cartridge" was not observed in the current manufacturing process. The device history review for the product hemolok ml clips 6/cart 84/box lot# 73c1700497 investigations did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and to determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was found broken at locking part when the cartridge was opened. Then it was removed from the work table.